Event description:
It was reported that during a procedure, three (3) piccs were used due to the guidewire constantly kinking, not being able to thread through the vein, and one wire came off and unravelled. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. This report addresses the first of the two wires returned. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two 0.018 in. Nitinol guidewires were returned for evaluation. An initial visual observation showed use residue on the returned samples. A kink was observed in one guidewire, approximately 5.3 cm proximal to its distal tip. A microscopic observation revealed a very small gap between the coils of the other guidewire approximately 2.8 cm proximal to its distal tip. Hard and dry residue was observed on the guidewire at the location of this small gap. The weld tips of both guidewires were observed to be present and intact. While the exact cause of the damage in the returned guidewires could not be determined, it is possible the guidewires were damage during handling, manipulation, or use. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reeu1427 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that during a procedure, three (3) piccs were used due to the guidewire constantly kinking, not being able to thread through the vein, and one wire came off and unravelled. This report addresses the first device.